Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the device was used on the patient, after loading the cartridge to the handle, no problem occurred when checking jaws open and close, the surgeon intended to approach the device to the tissue and fire, but the handle could not be squeezed. A new handle and a new cartridge were used to complete the procedure. There was no patient injury.